Event description:
There was no patient in this event. The end user contacted heartsine because the device status indicator was constantly illuminated green. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.